Manufacturer narrative:
(B)(4). Unique identifier (UDI) # (B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It has been reported that during a knee replacement procedure, a medium meniscal bearing was implanted with a small femoral component, when a small meniscal bearing should have been implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A technical evaluation of the label has been requested from the complaints engineer, who has confirmed that the label of the implanted product was correct at the time of manufacture. This format is the current labelling design for this product. The labelling format is controlled by the corporate labelling team. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with these item number. The investigation has confirmed that there were no issues related to the labelling of the product. The label was printed to design specifications at the time of manufacture. The cause of the reported event was the use error.